Event description:
It was reported interrogation revealed an episode of ventricular tachycardia that was not successfully treated by antitachycardia pacing therapy. The patient was reverted back to sinus after a single shock was administered externally. The physician noted alerts displaying possible high voltage lead issue and lower out of range high voltage lead impedance. The lead was extracted using a laser sheath and replaced without adverse consequences. The atrial lead was also replaced during the revision for atrial noise.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Internal insulation abrasions were noted at 11.7-13.3cm, 12.8-15.1cm, and 15.9-16.4 cm from the distal tip. Internal insulation abrasions under the svc shock coils were noted at 19.3¿19.5 cm, 20.8-21.1cm, 19.6-19.7cm, and 21.9-22.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coils was noted at 23.1¿23.2 cm from the distal tip. The etfe coating was abraded at this location and svc shock coil was also melted due to this abrasion. This is consistent with the observation from the field of low hv lead impedance and inadequate hv output.